Event description:
During an avm embolization procedure, after injection of onyx for about 30 minutes, a leak was detected proximal end to the catheter's tip. The catheter was removed and a hole was found at the distal segment. No complications with the pt were reported during this procedure.